Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of "unidentified symptom" through the experience of a system error 105. Evaluation determined the cause to be a seizing motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump had an unidentified issue. It was reported that the pump was being used at the time the unidentified symptom occurred. It was also reported there was no patient injury.